Manufacturer narrative:
Describe event or problem: it was reported that 2 lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had gel smearing on the sides of tubes and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: we have received email from our dept of lab medicine (dlm), that we have encountered some analytical issues on monday ¿ 30 jan 2023, and our dlm found that the affected sample tubes had some gelatinous substance on the sides of the tubes. Imdrf annex a code: a0908.

Event description:
It was reported that 2 lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had gel smearing on the sides of tubes and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: we have received email from our dept of lab medicine (dlm), that we have encountered some analytical issues on monday ¿ 30 jan 2023, and our dlm found that the affected sample tubes had some gelatinous substance on the sides of the tubes.

Manufacturer narrative:
H.6 investigation summary material #: 367962; lot/batch #: 2166086, 2200210. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing and erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Further clinical testing could not be conducted as certain assays, in this case hcg testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results and gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had gel smearing on the sides of tubes and erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: we have received email from our dept of lab medicine (dlm), that we have encountered some analytical issues on monday ¿ (B)(6) 2023, and our dlm found that the affected sample tubes had some gelatinous substance on the sides of the tubes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2166086, medical device expiration date: 30-jun-2023, and device manufacture date: 15-jun-2022. Medical device lot #: 2200210, medical device expiration date: 31-jul-2023, and device manufacture date: 19-jul-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 lots of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had gel smearing on the sides of tubes. The following information was provided by the initial reporter: we have received email from our dept of lab medicine (dlm), that we have encountered some analytical issues on monday ¿ (B)(6) 2023, and our dlm found that the affected sample tubes had some gelatinous substance on the sides of the tubes.